Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged more frequently and for an extended period of time. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively. The explanted device was not returned as it was not released by the medical facility.